Event description:
It was reported to boston scientific corporation that a soloist single needle electrode was used during a thyroid rfa (radiofrequency ablation) procedure performed on (B)(6), 2010.according to the complainant, the electrode was being used to ablate a 3cm thyroid tumor without issue. However, as time went by, the ablated tissue began to adhere to the tip of the electrode. The account report no visible issues and no resistance extending or retracting the needle however the electrode needle was replaced with a wellpoint needle to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Residue was present of the device to indicate use. Continuity of current was confirmed with the electrode and the cord which is indicative of proper connectivity. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. However, the issue appears to be a user preference issue as the account indicated that the device did not have a feature inherent in another manufacturer's device. Therefore, the most probable root cause is user preference issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a soloist single needle electrode was used during a thyroid rfa (radiofrequency ablation) procedure performed on (B)(6), 2010.according to the complainant, the electrode was being used to ablate a 3cm thyroid tumor without issue. However, as time went by, the ablated tissue began to adhere to the tip of the electrode. The account report no visible issues and no resistance extending or retracting the needle however the electrode needle was replaced with a wellpoint needle to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.